Event description:
After a one (1.5) hour diagnostic laparoscopy, there was skin discoloration in the exposed area near the patient's navel where the edges of the surgical drapes were placed.

Manufacturer narrative:
During the procedure, two (2) lampheads were focused on the surgical sight at maximum intensity. The lights were evaluated by a berchtold corp. Service technician on (B)(4) 2012, at the location where the incident occurred. No problems were found with the lights. (Also see MDR 1220685-2012-00006). The operation manual for this light system contains the following safety statements for the operator: the overlay of the light fields can cause an increase in heat generation. In the case of a combination light, the lamp housings are positioned, so that the light fields of both lights are coincident, the operator should consider the following: the light's adjustment to maximum illumination causes an increased desiccation of the tissue.